Manufacturer narrative:
A review of the manufacturing and sterilization records for the devices verified that the lots met all pre-release specifications. (B)(4). According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargemen, endoleak, and infection.

Event description:
This information was found during the five-year post-marketing surveillance of gore® tag® thoracic endoprosthesis in (B)(4). Date gore aware of the event will be the date nihon gore acquired information that reasonably suggests a reportable adverse event may have occurred. Date is unknown, artificial blood vessel replacement surgery for descending aortic aneurysm was performed. On (B)(6) 2009, the patient underwent an endovascular procedure using a gore® tag® thoracic endoprostheses (tg3115/06690571,tg3420/06741260) for an inflammatory thoracic aortic aneurysm repair. Tag were implanted inside artificial blood vessel. The patient tolerated the procedure. After the procedure, a type ii endoleak was identified, but the physician decided to take a wait-and-see approach. On (B)(6) 2009, the patient was discharged. The aneurysm diameter was 64mm. The type ii endoleak was not found. On (B)(6) 2012, the type ii endoleak was identified again. The aneurysm diameter was increased to 70.7mm. An aneurysm enlargement was confirmed. In addition, an infection that tag deice might be related was reported. The infection's range, root, and treatment were unknown. On (B)(6) 2013, the aneurysm diameter was decreased to 67.1mm. The infection was disappeared. On (B)(6) 2014, the aneurysm diameter was decreased to 62.9mm. No further information was obtained.

Manufacturer narrative:
Patient information is described as follows: (date of birth): ( (B)(6) /1935. (Weight): (B)(6). (Pre-existing conditions): thoracic aorta inflammation, artificial blood vessel replacement surgery for descending aortic aneurysm.